Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of elevated bg was unknown. Customer administered a manual injection and delivered a correction bolus via the pump to address elevated bg. Additionally, customer experienced a low bg of 42 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.